Event description:
A report was received that the patient was experiencing right leg pain and was treated at the emergency room with medication. The event was assessed as related to the device stimulation and not related to the device hardware or the procedure. The patient was reprogrammed and the event is resolving.

Manufacturer narrative:
Additional information was received that this adverse event was related to the device stimulation and not related to the device or procedure. Additional suspect device: reference number: 10815360, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 3057807. As the leads involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing right leg pain and was treated at the emergency room with medication. The event was assessed as related to the device stimulation and not related to the device hardware or the procedure. The patient was reprogrammed and the event is resolving.

Manufacturer narrative:
Additional information received from the physician stating that the stimulation was not causing the patient's reported pain, but that the pain was pre-existing.

Event description:
A report was received that the patient was experiencing right leg pain and was treated at the emergency room with medication. The event was assessed as related to the device stimulation and not related to the device hardware or the procedure. The patient was reprogrammed and the event is resolving.